Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer was contacted to see if he received his letter of analysis. Customer stated he received the letter. The letter said that his insulin pump passed all functional testing and nothing was wrong with it. Customer stated that his device could not pass the self test. The device would not beep or vibrate and it never said test complete. Customer is requested information on the type of testing done on the insulin pump. Customer's blood glucose was unknown. Nothing further reported.